Event description:
During the implantation procedure of an implantable neurostimulator (ins), a manufacturer representative (rep) reported that there were high impedances. Rep stated that after implanting the lead and ins there were high impedances on all but 3 combinations (420, 528(c-1), and 792(0-1)) and the rest were greater than 4000 ohms. The lead and ins were disconnected and both were wiped down, reinserted, and tested again. After wiping down the lead and ins there were still high impedances. Rep stated that they tried increasing the amplitude and pulse width (pw) to 3.0v and 300pw and noted that they did observe a little blood in the header. Electrode impedance test was performed at 2.0v and 360pw and impedance values were good on c-0 and 0-1 but the rest were over 4000 ohms. Replacement of the ins did not resolve the impedance issue, however when the lead was tested with an alligator clip there was a response on all contacts. Contact pairs were tested with the following results: 0+3 up to 6.5v no bellows seen, 1+3 up to 4.5v no bellows seen, 3+2 tested at 1.6v and bellows was seen. Physician decided to lead the ins implanted as patient was feeling stimulation on four electrodes. After replacing the battery with a new ins they was fewer high impedance values. Indication for use was urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor and the patient status is unknown at the time of this report. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.